Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified with positive hemastix and was visible in dialysate. Blood was not returned to the pt, with an estimated blood loss of 120cc per hcp. Treatment was resumed with new disposables. Hcp stated that approximately 1.5 hours into the treatment, the pt began to experience chest pain. Treatment was discontinued and blood was returned. The pt was given nitroglycerine 0.4mg and oxygen at 3lpm. The pt was sent to the emergency room via paramedics. Hcp stated the pt was alert and oriented with stable vital signs.